Event description:
Boston scientific received information that this patient had vf episode due to right atrial (ra) lead dislodgement. There was a non-conversion of the vf and that it took 4 shocks to treat. Since the patient has been hospitalized for ra lead revision, the physician opted to reposition and reprogram the device. Further, the ra lead was repositioned. The physician was able to retract and extend the helix but was unable to produce an adequate p wave. Thus, the ra lead was repositioned again and the physician successfully placed the lead into a favorable position. The ra lead was pacing and sensing appropriately thereafter. The ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.